Manufacturer narrative:
Device is a combination product. The device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08196. It was reported that stent thrombosis occurred. The target lesions were located in the left anterior descending (lad) artery and circumflex artery (lcx), a 2.5x16 promus stent was implanted in the left anterior descending (lad) artery and another promus stent was implanted in the circumflex artery (lcx), multiple balloon inflation and insertion was done to post-dilate the lad. It was noted that there was some clot that started to form inside the stent in the lad. Moreover, the same thing was also noted with the stent implanted in the lcx which the clot extended to the left main artery. The physician then attempted to do manual aspiration but was unsuccessful. Subsequently, two more stents were then implanted in the lad and lcx to treat both thrombosis. The patient was intubated. No further patient complications were reported and the patient's status was fine.